Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the unit has no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that there was no indication of a failure of the alarms. Instead, the sieve beds were identified as being saturated causing the unit to alarm. Therefore, the complaint was not confirmed. The following fields were updated accordingly.

Event description:
Provider states the unit has no alarm.